Event description:
The pump was returned for investigation. Investigation revealed that the display was dim and discolored. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during testing, the display was found to be dim and discolored. Unrelated to the complaint, evaluation revealed that the keypad cover was found to be peeling from the base in the contrast button area. The contrast keypad button was found to be unresponsive which has no effect on insulin delivery function. All other keypad buttons responded appropriately to button presses. The keypad cover was removed and contamination was found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).